Event description:
Customer reported an rh discrepancy on the echo. An o negative patient resulted 1+ with anti-d series 4 and with anti-d series 5.

Manufacturer narrative:
Review of the camera images; strip 1 well 2= anti-a =0. Review of the image appears to be a very light aggregation of rbc in the center of the well donut shape ( norma l= no aggregation= negative) strip 1 well 4= anti d4=20. Review of the image appears to be aggregation of rbc in the center of the well ( normal= no aggregation= negative). Strip 1 well 5= anti d5=20. Review of the image appears to be aggregation of rbc in the center of the well donut shape ( normal= no aggregation= negative). Repeat testing on echo: strip 1 well 4= anti d4=0. Review of the image appears to be a very light aggregation of rbc in the center of the well donut shape ( normal= no aggregation= negative). Strip 1 well 5= anti d5=5 review of the image appears to be a very light aggregation of rbc in the center of the well donut shape ( normal= no aggregation= negative). Review of the results for both tests indicates aggregation of rbc's in a donut shape in the center of the wells containing anti-d series 4 and anti-d series 5. A service call was made. Verified the transport arm belt and motor were secured tightly and correctly. Completed the checklist for "echo unexpected reactions" verified shake gap optimization with tss processed sample that resulted with rh discrepancy. Sample processed with correct rh typing. Instrument performing as expected.